Manufacturer narrative:
Device analysis: the device was returned for analysis. Inspection of needle showed slight blunting of the tip and signs of use. The most likely cause of the complaint is that the adverse events were related to the patient condition because of the reported comorbidities and the physicians report that kidney shifted. No evidence of miss-process was found during device history record review and the blunting of the tip was likely the effect of multiple attempts at placing the needle.

Event description:
It was reported that the procedure was aborted. During a renal cryoablation procedure, the patient was under anesthesia, using two icepearl 2.1 cx 90 degree needles, after the physician performed hydrodissection or mapping the pathway prior to the case, was unable to insert the needles into the kidney. It was further reported that the patient was obese and that the kidney kept shifting. Multiple attempts were made to place the needles unsuccessfully; therefore, the procedure was aborted. There was no patient injury. To date, the treatment has not been rescheduled.

Event description:
It was reported that the procedure was aborted. During a renal cryoablation procedure, the patient was under anesthesia, using two icepearl 2.1 cx 90 degree needles, after the physician performed hydrodissection or mapping the pathway prior to the case, was unable to insert the needles into the kidney. It was further reported that the patient was obese and that the kidney kept shifting. Multiple attempts were made to place the needles unsuccessfully; therefore, the procedure was aborted. There was no patient injury. To date, the treatment has not been rescheduled.